Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on site. The reported error was resolved by replacing the dc/dc & standard connector printed circuit board (pcb). After the replacement, the ventilator passed the pre-use check, all functional tests according to factory specifications and was returned to the customer for clinical use. This pc board controls the switching between mains power/external 12 v dc. Provided ventilator logs confirm the generated technical error code 5. The root cause of the power error is most likely a failed plug-and-play back-plane pcb. However, the cause of the generated alarm could not be established due to lack of returned part. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 manufacture date - previous manufacturing date: 2015-11-24, corrected manufacturing date: 2015-11-19.

Event description:
Manufacturer's ref: #(B)(4).